Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration and an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient saw the code (B)(4) on their ptm. It was reviewed this code was empty reservoir. It was stated that "maybe 4 days ago" the patient saw the code and it was verified that the patient first saw the code in "(B)(6) 2016". The patient's ptm date was noted to be (B)(6) 2016 and she was going in for a refill on (B)(6) 2016 as the healthcare provider (hcp) office could not get her in sooner. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.